Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was alleged that the pump repeatedly emitted loss of prime warnings despite cartridge changes. It was reported that the user blood glucose (bg) reading was greater than 250 mg/dl; however, the bg reading did not exceed 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/17/2014 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed multiple loss of prime warnings associated with low, non-zero forces. The pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated loss of prime warnings. The force sensor calibration reading was within specifications. The pump case was removed and no damage was found to the force sensor circuit.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.